Event description:
It was reported that the peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal antibiotic therapy of vancomycin 15mgs/kg weekly and fortaz 1g daily for 14 days. On (B)(6) 2014, the patient was seen in the pd clinic and he denied pain, his vital signs were stable and he stated that his pd effluent fluid was clear. He continued with fortaz 1 gram intra-peritoneal daily. The patient continued to receive vancomycin 1g intra-peritoneal during his six hour dwell for three doses and his fortaz 1 gram intra-peritoneal daily until (B)(6) 2014 for a total of 14 doses. The peritoneal dialysis registered nurse (pdrn) stated that the patient works in construction and sweats a lot. The patient performed a mid-day exchange while at work. Pdrn stated that the peritonitis was believed to have been caused by touch contamination. The pdrn stated that the patient's effluent fluid has been clear and a cell culture was performed on (B)(6) 2014.

Manufacturer narrative:
Medical records were reviewed by post market clinical staff, and it appears that on 07/22/2014, the patient's peritoneal dialysis (pd) fluid was sent for a culture, gram stain and cell count showing many white blood cells and no organism seen. On (B)(6) 2014, the patient's fluid culture showed no growth after two days and the patient was started on dual intra-peritoneal antibiotic therapy of vancomycin 15mgs/kg weekly and fortaz 1 gram daily for 14 days. Orders were also received to obtain a pd fluid cell count (no results provided in the patient medical record). On (B)(6) 2014, the patient was seen in the pd clinic to have a vancomycin level drawn. He denied pain, his vital signs were stable and he stated that his pd effluent fluid was clear. He continued with foraz 1 gram intra-peritoneal daily. On (B)(6) 2014, the patient's physician was notified of his vancomycin level and pd fluid cell count. The patient was to receive vancomycin 1 gram intra-peritoneal during 6 hour dwell for 3 doses he was also to continue taking fortaz 1 gram intra-peritoneal daily until (B)(6) 2014 for a total of 14 doses. There was no further information provided in the patient's medical record regarding this episode of peritonitis. Although this event will be reported as a MDR reportable serious injury, it is undetermined if there is a reasonable casual relationship between the product and the event. Peritonitis is a known risk for peritoneal dialysis, usually caused by a break in aseptic technique. There is no history of specific malfunction, or the product being out of specifications.